Event description:
Device malfunction: balloon rupture. Time of device malfunction: during dilatation. Symptoms/ae: dissection and medical intervention. It was reported that during an angioplasty of the lad coronary vessel lesion, a rotablator was used to reduce calcification in the vessel. A voyager balloon was inflated to 8 atm (below rbp) for dilatation of the vessel, and was noted to have a pinhole rupture leading to a dissection in the lad vessel at the site of the ruptured balloon. Two stents were used to treat the dissection, a non-abbott stent and a xience v stent. The patient reportedly was stable during and post procedure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without blood visible. There was contrast on the balloon. The balloon was returned loosely folded. There was a pinhole in the middle of the balloon 5 mm proximal to the distal balloon marker. The pinhole was located along the balloon fold. There was a kink in the shaft 5.3 cm distal to the guide wire exit notch. There were bends in the hypotube 3 cm and 75 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator filled with water was used to pressurize the balloon to verify the hole in the balloon. The pinhole was verified 5 mm proximal to the distal balloon marker and there were radial scratches noted below the pinhole. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.